Manufacturer narrative:
On an unreported date the patient was treated with unspecified antibiotics for the peritonitis event. Thirty days after the event onset, the patient was recovered from the peritonitis event and antibiotic treatment was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique resulting in peritonitis. The breach was further described as the patient's caregiver was changed. On the same day as onset, the patient was hospitalized for the event. Treatment and patient outcome were not reported. Pd therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. Additional information is not available.